Manufacturer narrative:
Device was not received for evaluation.

Event description:
It was reported that in 2007, the patient experienced painful sensations. Testing at the time was within normal limits. At the moment, the patient is no longer able to hear with her device. Testing confirmed that the device has malfunctioned. Med-el became aware of the mentioned problems dating back to 2007.